Event description:
A hospital reported to our distributor that the inspiratory heater wire of an rt106 adult breathing circuit was an open circuit, detected prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The device is currently en route to the manufacturer for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.